Manufacturer narrative:
1038671-2024-03786. The reason the revision reported cannot be confirmed from the information provided but may be the result of prosthesis wear, and loosening or due to inclusion of the polyethylene in the packaging recall. However, the reported prosthesis wear, and loosening could not be confirmed and potential contributions of manufacturing, user, or patient-related considerations to the event could not be assessed as the devices were not available for evaluation and no product information, images, radiographs, or relevant clinical information was provided.

Event description:
It was reported via legal documentation that a patient had a right knee arthroplasty on (B)(6) 2016, and then experienced a revision surgical procedure on (B)(6) 2018, approximately 2 years after initial implant. There was no other patient/medical information provided. No x-rays or images were provided. The device will not be returned. There is no other information available.

Manufacturer narrative:
H10. Pending investigation. There is no other information provided.